Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 262 mg/dl and it was addressed with a bolus via the pump. At the time of the report, the customer's blood glucose level was 219 mg/dl. During troubleshooting with tandem's technical support, it was noted that there were tiny champagne sized air bubbles in the tubing. Reportedly, the customer started antibiotics on (B)(6) 2015. Recommendation was made to change the site. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.